Event description:
The smart control stent was bent already when they opened the package. The package itself showed no sign of damage. The distal part of the stent system, where the stent itself is crimped, was damaged. They used another stent instead. They are used to using smart stents, have used them for many years. The staff at the hospital suspects that the plastic tube that the stent is packaged in, was somehow moved and the stent got squeezed or bent because of that. Upon analysis, it was noted that the distal tip of the catheter was actually frayed/split/torn.

Manufacturer narrative:
One non-sterile 7 x 040 smart control was received coiled inside a plastic bag. The stent and pin lock were returned in its original position. The catheter tip was found split/torn. As part of the analysis, the stent was deployed, once outside was reviewed and no damages were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure by the customer (stent bent) was not confirmed; however, it was confirmed that the tip of the device was split/torn. This failure was determined as packaging related. An internal investigation is ongoing to address complaints of this nature.